Event description:
A cartridge alarm 30 was reported by the caller, which occurred during pumping. There was no adverse impact to the customer's blood glucose level. Technical support (cts) resolved the issue by arranging to send the customer a replacement pump with updated software. The caller was instructed to return the defective pump to tandem using a provided return box and pre-paid label, and agreed to switch to multiple daily injections (mdi) as a backup therapy in the interim. The customer acknowledged receiving instructions on storage mode and placing the pump into storage before returning it.